Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during the implant procedure, the implantable cardiac monitor (icm) telemetry could not be established. The programmer was replaced, telemetry was not obtained. Following a re-boot of the programmer, telemetry was established. The icm remains in use. No patient complications have been reported as a result of this event.